Event description:
Burns and stripping of skin after using icyhot heat therapy patch. Doseor amount: one patch. Frequency: daily. Route: top. Dates of use: 2008, 6 hrs. Reason for use: pain in lower back. Event abated after use stopped: no.